Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and suffered from a capsular contracture baker grade iii bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.

Manufacturer narrative:
On 1/12/2021, mentor became aware that it was erroneously omitted to report in the initial report that the patient¿s race was caucasian. The date of removal was (B)(6) 2021, the date problem observed was (B)(6) 2020. Manufacturer¿s reference number: (B)(4), it was erroneously omitted to report in the initial report that the patient¿s race was caucasian. The date of removal was (B)(6) 2021, the date problem observed was (B)(6) 2020.